Event description:
It was reported by international co facility that the trach head cracked on one low pressure cuffed tracheostomy tube. The device had been in use approx one week when the reported problem was detected. Pt is connected to a ventilator, in use with various respiratory and/or anesthesia tubing connections. Reporter also states that the devices are routinely cleaned in full strength h2o2. On occasion staff has used inner cannulae from other packaged device sets. There was no reported pt compromise. The device was not immediately removed and replaced as pt experiences trach change trauma. Reporter states that when physician replaces device it will be returned to the MFR for decontamination, analysis and investigation. As of the date of this submission the device has not been received.